Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the device found the device was returned with proximal stent damage. Strut rows at the proximal end of the stent were misaligned and raised. The tip was damaged. The hypotube was kinked along it's entire length. This type of damage is consistent with excessive force being applied to the system. The balloon section of the device was visually and microscopically examined and no issues were noted with it's profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Solidified blood was present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. A product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage and difficulty withdrawing the device occurred. Access was obtained via the radial artery. The 85% stenosed, concentric and de novo, 35 mm in length and 2.7mm in diameter target lesion being treated was located in the mildly calcified and moderately tortuous left anterior descending (lad) artery. A 38x2.75mm promus element stent delivery system (sds) was advanced to the lad and would not cross the lesion. The physician experienced resistance when trying to remove the device. He was able to remove the sds and upon removal it was noted that there was proximal stent damage and the struts were "shifting outwards from the balloon." The procedure was completed with a different device. No patient complications were reported and the patient's status is ok. This product is only ous approved but it is similar to an approved us device

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a stenting treatment procedure stent damage and difficulty withdrawing the device occurred. Access was obtained via the radial artery. The 85% stenosed, concentric and de novo, 35 mm in length and 2.7mm in diameter target lesion being treated was located in the mildly calcified and moderately tortuous left anterior descending (lad) artery. A 38x2.75mm promus element stent delivery system (sds) was advanced to the lad and would not cross the lesion. The physician experienced resistance when trying to remove the device. He was able to remove the sds and upon removal it was noted that there was proximal stent damage and the struts were "shifting outwards from the balloon." The procedure was completed with a different device. No patient complications were reported and the patient's status is ok. This product is only ous approved but it is similar to an approved us device